Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had presented to the hospital, and the mobile application had disconnected¿likely due to an issue involving the implant site and a bacterium. No intervention was performed, and the entire system remained implanted.